Event description:
It was reported that a pt underwent a sling procedure in 2007. The pt was discharged the following day, and at that time had an abnormal voiding pattern and required an in-dwelling catheter to be placed. Post-operatively in the same month, the pt experienced difficulty voiding and urinary retention. The pt also had high residuals on post-void bladder scans. As a result, a division of the sling was performed the following month, and the event was resolved on that date. The pt then underwent a second sling procedure in 2008, due to the return of the pt's stress urinary incontinence. The event has now resolved. The pt was seen three months later, and did not leak during a standing cough test.

Manufacturer narrative:
Date sent to the FDA: 06/11/2008. Abnormal voiding pattern occurred - high post-void residual occurred - urinary retention occurred no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished good release criteria.